Manufacturer narrative:
Other, other text: h 6 updated no patient involvement.

Event description:
Additional information received 25 march 2021 (email): issue discovered during testing. No patient involvement.

Manufacturer narrative:
One level 1 hotline low flow system was received for evaluation. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, an in line cord was plugged in and the device was powered on. The reported issue was able to be duplicated. The device had a damaged display and a cracked enclosure. No action was taken to repair the device due to the age and condition of the device.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system's display was not working, and the device was leaking from the drain of reservoir on the back side. There was no reported adverse event.